Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 174 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Additionally, it was reported that an auto off alarm occurred. Customer acknowledged that they had not interacted with the pump prior to the alarm. Customer's blood glucose (bg) was "high", although a value was not given. Customer address their bg with a correction bolus via the pump. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.